Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was leakage during preparation before the surgery. The location of hole is unknown. The used generator¿s type is unknown. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned.

Manufacturer narrative:
Updated UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was returned to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.